Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous iliac artery. Once at the lesion over an unspecified guidewire for dilatation, the 12.0x40mm armada 35 balloon dilatation catheter (bdc) ruptured at 10 atmospheres during the second inflation. The armada 35 bdc was removed and dilatation was completed with a non-abbott balloon and the procedure completed with an unspecified drug-coated balloon. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.